Event description:
It was reported that the user could not attach the infusion set adapter during ilet setup, and while attempting troubleshooting including a dry prime and rewind, the pump piston extended but did not retract when commanded, indicating a device mechanical malfunction of the pump motor/piston assembly. Symptoms included no infusion delivery. Outcomes included device replacement. Investigation included customer troubleshooting and remote technical assessment. Investigation of this case revealed a failure of the drive mechanism to reverse, consistent with a pump actuation malfunction involving the piston component. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance